Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 03/16/2018 stating that the patient had therapies and shocks but along with those, noise was also observed. The following physician was dr. (B)(6) at (B)(6) institute in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).